Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received vibratory alert for episodes of non-sustained lead noise(nsln). Review of the stored egms revealed intermittent bi-v capture. The nsln episodes trigger resulted from ventricular undersensing on the discrimination channel when capture was not present. Patient will be brought into clinic to assess capture.